Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the lifevest. The lifevest was described as digging into the skin under that patient's breast, too tight, and causing sores. The patient's nurse removed the lifevest from the patient. The patient ended use of the lifevest and the irritation improved.